Event description:
During the acl reconstruction procedure, the stripper broke off and embedded in the posterior aspect of the hamstring and then towards the back of the knee. Surgeon had to use x-ray to locate the broken part and make a large incision in the patient to retrieve the part. Another tendon stripper was used to complete the procedure and it experienced a delay of 1.5 hours. There is no additional information available at this time.